Manufacturer narrative:
(B)(4). (B)(6).

Event description:
090 transmitter failed/error/alert.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) d1: brand name - additional d2b: procode - correction d3: mfg postal code - correction d4: catalog number - additional d4: serial number - additional g6: type of report - follow-up h2: type of follow up - correction h10: corrected data

Event description:
Subsequent to the initial MDR, a correction is required.